Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 (see MFR 1627487-2010-01877). On (B)(6) 2007, the patient was implanted with an scs system. The scs system worked for about a year. During that time, the pain started to go away. The patient stopped using the system because they no longer needed it. Over the next year, the patient did not use the ipg. The patient lost a lot of weight. The weight loss caused the ipg to become uncomfortable. The patient wanted the ipg to be removed. The leads were explanted as well.